Event description:
A surgeon reports having a patient with glistenings following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/21/2008 by fax and mail. A completed questionnaire was received 02/22/2008. This report was mailed to FDA on: 03/14/2008.